Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope image appeared in black and white, there is noise like a sandstorm, irregular color tone. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on scope connector a noise image occurred, due to a pinhole on the connecting tube the water tightness was lost, due to deformation of the up/down knob the water tightness was lost, due to the adhesive peeling on the bending section cover rubber the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the scope connector had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the lock engagement knob had a scratch, the lock engagement lever had a scratch, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a scratch, the connecting tube had a wrinkle, the scope connector cover unit had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a wrinkle and a scratch, the grip had a scratch, the suction cover had a scratch, the switch box had a scratch, switches 3 and 4 had wear, switch 1 had a scratch, the control unit had discoloration, the control unit had a scratch, and the suction cylinder was shaved. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no reported delays in the precleaning and no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.